Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was reported that during a roux-en-y, lap gastric bypass, and the surgeon loaded the device with an white reload for his first firing. The surgeon fired the device to create the jejunotomy. When the surgeon removed the device, it was noticed that the staples were malformed from the middle to the distal end of the staple line. Sutures were used to over sew where the staples were malformed. All of the staples were not removed from the pt. Another device was also used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Articulation link. Eval summary: one ec60a device was received with a fully fired white reload. It was also noted the cartridge was incorrectly loaded in the channel. The cartridge retaining features were not snapped into the channels. The device was tested for functionality with a test cartridge and it fired, cut, and formed all the staple as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. However upon removal of the joint cover, the articulation link was found to be broken. An investigation has been initiated for the articulation link. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). (B)(4). The analysis found that the ec60a device was received in good visual condition and with a white cartridge reload present. The cartridge was received fully fired. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. After further analysis the articulation link was found broken, this finding is unrelated to the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.